Event description:
It was reported that the chemosafelock bag spike had a leakage issue. It was stated that ¿leakage at the connection between a bag spike and an infusion set. One(1) actual sample was received connected to a 250ml saline bag (otsuka). After connected the sample to our in-house saline bottle and we applied pressure to the bag. The result recorded the leakage at the connection between the bag spike and the body. Upon closely checking the connection, it was found that the fitting connection was made inadequately, and the root of body¿s male taper was exposed.¿ the issue was not detected prior to direct patient use, it was noted during infusion. The medication involved was rituximab and the mating device was chemosafelock infusion set. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. There was patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2024 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model kl-bs001. This product was used for the 501k. D4 and h4. The possible lot#s and manufacturing dates are as follows: (the expiration date is the same as 1 apr 2027). 13979995 mfg date 17 apr 2024. 13988483 mfg date 24 apr 2024. E1 - this complaint was received through: (B)(6). The device was returned for evaluation; however, testing has not yet been completed. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
A series of photos were shared by the customer, where an incomplete insertion between the spike and the chemolock bond is observed, no additional damage or anomalies are observed. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation on 12/27/24. As received an incomplete insertion of the chemolock inside the luer was observed, no additional damage or anomalies were observed. The sample was tested and a leak bewteen the spike and chemolock connection was confirmed. Complaint of leaks can be confirmed, the probable cause was an error during assembly area at manufacturing. Lot history review was performed and no relevant commodities, discrepancy or anomalies were observed that might be related with the condition reported by customer.